Event description:
Lifecor customer support noticed several "battery pack fault" flags on a recent download from a female patient. Support contacted the patient to discuss the exchange of the battery pack. The patient informed support that she received her ICD on 08/31/2007 and would be returning her entire system.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery pack fault" flags was a damaged battery connector on battery pack. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack.